Event description:
Per the audiologist, the patient reportedly has an infection at the implant site. Patient underwent revision in 2009. Per the audiologist, the patient reportedly is currently wearing the external device.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2012; the patient was not reimplanted with a new device.this report is filed (B)(4), 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.